Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf023197n, ubd: , UDI#: b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that the recharger cable is frayed at the juncture where the cord meets the paddle. Caller stated it is not allowing them to charge and they noticed it was getting extremely hot. Caller stated at first when they noticed the damaged they just taped it and were able to use it but then when it was getting so hot they decided they wanted to call for replacement. Caller stated it did not burn the skin but it could have had they not taken it off. A replacement recharger telemetry module (rtm) was sent out. Pt called back on feb 06, 2023 and was very escalated, and upset that they haven't gotten their package. They said they tried calling fedex and they told them the weather delays have impacted shipping times, but they don't know where specifically the package is and when it will be there. Pt is upset because they are in pain and the rtm burns them if they tries to use it. Patient services (pss) told pt that repair cannot ship another recharger telemetry module (rtm), as it wouldn't get there any faster than the delayed rtm. Pss told pt to follow up with hcp if they are in pain and see if they have an rtm loaner. Pt then ended the call.